Event description:
Medtronic received a report that the marksman catheter was found to be kinked during intraoperatively delivery. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for aneurysm treatment. The patient's vessel tortuosity was normal. The access vessel was the f emoral artery, and the vessel diameter was said to be 8f. Additional information received reported there was large resistance during delivery of the catheter in place. There was no issues that resulted in damage that was found.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the marksman catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The ancillary device used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the ancillary device were not provided; therefore, compatibility and any contributing factors could not be assessed. The marksman total length was measured to be 128.8cm (reference 157 ± 3cm). The marksman useable length was unable to be measured as the catheter was found to be separated at distal end. Upon visual inspection, no issues or irregularities were found with the marksman micro catheter hub. The marksman strain relief was found to be missing and not returned. The marksman micro catheter body was found to be accordioned at 123.5cm for 13.7cm and at ~2.7cm and separated at 128.7cm from the hub. The marksman micro catheter distal marker band/tip was found to be missing. The tubing material at the distal broken end exhibited necking. No other anomalies were observed. Testing/analysis (including sem reports): the marksman catheter was unable to be used for resistance testing due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. It is likely the damages (accordioned) found with the catheter body contributed to the resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the returned marksman catheter was found to be damaged. However, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.